Event description:
The customer reported to olympus that the video system center had an error code e216 and there was no ultrasound image with EU-me2. The event was found during the procedure. There was no delay, and there were no reports of patient harm.

Manufacturer narrative:
The device is not expected to be returned for evaluation. In speaking with the olympus technical assistance center (tac) via phone, the customer was advised to clean the scope with alcohol and plug again while the power is off, then power on. The customer was able to clear the error code. They were coming out from comp out to picture in picture. The customer was advised to connect front and toggle on the input, but still had a gray box. The customer was advised to come from serial digital interface (sdi) out to sdi in with the same issue. The customer had to start the procedure as they did not have another cable to try. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria.   Based on the results of the investigation, a definitive root cause could not be determined because the device was not returned for evaluation and additional information on the resolution was not supplied by the customer.   Olympus will continue to monitor the field performance of this device.